Event description:
It was reported that on literature review "midterm results of the birmingham hip resurfacing: a single-surgeon series", 1 patient suffered from elevated metal ion levels, osteolysis and alttr after a bhr hip resurfacing procedure. The event was treated via revision surgery 3 years postoperatively. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference case (B)(4). Lass, r., bechler, u., springer, b., rueckl, k., hanreich, c., & boettner, f. (2022). Midterm results of the birmingham hip resurfacing: a single-surgeon series. Archives of orthopaedic and trauma surgery, 10.1007/s00402-021-04305-0. Advance online publication. Https://doi.org/10.1007/s00402-021-04305-0.

Manufacturer narrative:
H3, h6: it was reported that on literature review "midterm results of the birmingham hip resurfacing: a single-surgeon series", 1 patient suffered from elevated metal ion levels, osteolysis and alttr after a bhr hip resurfacing procedure. The event was treated via revision surgery 3 years postoperatively. As of today, additional information has been requested for this complaint but has not become available. The devices, used in treatment, were not available for analysis. No part/lot numbers were provided; hence documentation review could not be completed. If more information is received, this investigation will be reopened. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.